Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding is determined to be use issue because the hemostasis was achieved by placing a suture at the bleeding site.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient was on impella 5.5 support and during support, the patient had oozing at the impella 5.5 insertion site. A suture was placed by the intensivist. The pump was successfully weaned and explanted three days later. The patient survived the explant.